Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three months of post deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. A bard retrieval cone was used to try to retrieve the filter, but this was unsuccessful. Attempts were made with a 15mm gooseneck snare, but due to the tilt of the filter, it was unable to engage the hook. As a result, the procedure was aborted. Approximately six years and one month later the patient complaints of abdominal and back pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter was in place. Approximately one year and seven months later, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter appears normally aligned with respect to the inferior vena cava in the coronal plane but was tilted anteriorly by 15-degrees. The upper tip was located 2.0cm below the confluence of the inferior vena cava and right renal vein. Two of the anterior struts project outside of the inferior vena cava by up to 6-7mm in the transverse plane and they left anterior strut was located almost entirely outside of the inferior vena cava wall. This slightly contacts the posterior surface of the transverse duodenum. A left-sided strut was located near the outer surface of the descending abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and retrieval difficulties. Per medical records, an attempt was made to engage the apex of the filter using retrieval cone but were unsuccessful due to filter tilt, and perforation of inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2013. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.